Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device, ml8czcq0 number, and no non-conformances were identified. Device evaluation summary: one opened box with six unopened samples and two empty overwrap packets were received for analysis. The complaint samples were not returned for evaluation. The product code is multi-strand and required two strands per packet. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and contain two strands per packet. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent ligation of spermatic cord on an unknown date and suture was used. During the procedure, the suture broke during knotting. There were no adverse patient consequences reported.